Event description:
Customer reported that she passed out due to high blood glucose. Customer stated that she was taken to the emergency room and was hospitalized. The blood glucose reading was high at the time of admission. Customer stated that she had a bad infection and a renal failure prior to hospitalization. Customer also stated that she was unable to fine her transmitter. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.